Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate was misidentified. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate was misidentified. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that there were reading errors on panel 601. A bd field service engineer (fse) was dispatched to the customer site. The fse cleaned several components internally and externally, checked voltages, and performed some verification tests. The fse noted that the filter panel test failed in tier a during those verification tests, and the belt was showing signs of wear. The fse noted that the light source board in tier a and the drive belt should be replaced, however, no actual part replacement occurred in relation to this case. These failures were addressed in future cases. Since no parts were replaced, and these failures were addressed in separate cases, this is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No parts were replaced as a part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue, however, the failures noted in this complaint were addressed in future cases. Bd quality will continue to monitor trends associated with the failure mode described in the complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.